Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ping meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the subject meter was reading inaccurately on the afternoon of (B)(6) 2017, when the patient was feeling ¿unwell¿ and obtained an alleged inaccurate blood glucose result of ¿17.x mmol/l¿. The reporter claimed that the patient did not believe the result, so he tested again on the subject meter, within 20 minutes, and obtained a result of ¿3.5 mmol/l¿. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin pump therapy. The reporter indicated that after a few minutes, the patient experienced ¿confusion¿ and ¿difficulty speaking¿. The reporter indicated that a back-up meter remote result of 3.2 mmol/l was obtained, and once the low result was confirmed, the reporter provided the patient with a ¿glass of orange juice and dextrose tablets¿. She reported that the patient felt better a few minutes later. At the time of troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same, approved sample site and the reporter described the correct testing steps. The csr documented that a control solution test could not be performed on the call. The patient¿s products were requested back for investigation and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.